Manufacturer narrative:
Additional information: the device was received for evaluation. During evaluation, the reported problem of 'no sound bad speaker' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be torn speaker wire. The rear case will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had bad speaker, no sound found during testing in the biomedical service department. There was no patient involvement. No additional information is available.